Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported during pd treatment she encountered an m31-air detected in cassette during drain (B)(6) with a drain vol. Of 400/2200ml. The pd patient cancelled the treatment and upon removing cassette she noticed it had ruptured. The aptient had already tossed the cassette and the bag. The patient stated she did report the instance to the clinic and was not required to go into the clinic and no prophylactic medication was provided. The pd patient confirmed she not require any medical intervention or additional treatment as a result of the reported fluid leak observation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported during pd treatment she encountered an m31-air detected in cassette during drain 5/5 with a drain vol. Of 400/2200 ml. The pd patient cancelled the treatment and upon removing cassette she noticed it had ruptured. The patient had already tossed the cassette and the bag. The patient stated she did report the instance to the clinic and was not required to go into the clinic and no prophylactic medication was provided. The pd patient confirmed she did not require any medical intervention or additional treatment as a result of the reported fluid leak observation.